Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test performed on an unknown date. The consumer reported having been symptomatic with loss of taste and a possible sinus infection. No additional testing was performed, and no additional information was received.

Manufacturer narrative:
B3, date of event: this date is an approximation as the consumer did not provide the actual date of event. Investigation summary: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 000905503a with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 000905503a and device part number 195-430wl lot 905503. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 000905503a showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
B3, date of event: this date is an approximation as the consumer did not provide the actual date of event. The investigation is ongoing, and a supplement report will be submitted upon completion.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test performed on an unknown date. The consumer reported having been symptomatic with loss of taste and a possible sinus infection. No additional testing was performed, and no additional information was received.